Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low battery power alert became frozen on the pump screen and the customer was unable to clear the alert. The customer's blood glucose level was reported to be in the 400's range (mg/dl). During troubleshooting with tandem technical support, the alert was able to be cleared. The customer indicated that they would take a correction bolus with the pump.